Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that further information indicated the right ventricular (rv) lead had fractured and the distal portion of the lead had detached, resulting in residual thrombus. The thrombus was treated with an anti-coagulant in an attempt to dissolve the thrombus. But, subsequent imaging revealed that the clot was still present with tricuspid regurgitation. The patient underwent a surgical procedure to remove the thrombus and repair the valve. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to melting. A cosmetic white substance that developed in vivo on the outer insulation of the lead was observed. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients lead was fractured. The lead was removed with no replacement. No patient complications have been reported as a result of this event.